Event description:
Prepped device with heparinized saline, the device was not inserted into the patient, upon insertion of the sheath to the dilator it wouldn¿t pass. Another team member checked the device and forced the dilator with manual manipulation to get in. But it wouldn¿t articulate, it being too tight it wouldn¿t move properly. It was decided to get a different sheath. (New lot # 50000140) and it worked fine.